Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device passed self test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device passed the delivery accuracy test. Format history file analysis confirmed hardware low level failures due to open traces. Device received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer stated the pump over delivered insulin and the pump sounded different from their replacement pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.